Manufacturer narrative:
(B)(4) date sent to FDA: 09/21/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: february 01, 2018 through march 31, 2018 psr submission number: 2210968-2018-72083 psr report identifier: (B)(4). All event details will now be captured via emdr report number 2210968-2021-08681.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2017 due to urinary retention. It was reported that the patient experienced infections and pain following surgery. No additional information was provided.